Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced an issue where a drawer cubie was jammed. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie was jammed. A field service engineer (fse) remotely logged into the station and verified the failure. The fse instructed the customer to contact pharmacy to recover the drawer. The customer verified the pharmacy staff successfully recovered failure. The system functioned as intended after the field service engineer assisted with the issue.